Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h3, h6(type of investigation, investigation findings, investigation conclusions, component code) h11. A getinge field service engineer (fse) evaluated the unit and batteries charged overnight, no error or fault logs found. The fse performed a battery test and battery test ¿failed¿ after 112 min. To resolve this issue, the fse replaced both batteries. The unit was then tested and passed all functional and safety tests per manufacturer specifications.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that before use the cs300 intra-aortic balloon pump (iabp) batteries were not holding charge. There was no patient involvement.